Event description:
Additional information provided by customer. The reported issue occurred during preparation for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained since the subject device was sent to olympus without proper reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use: "preventive measure is described in operation manual: 5.4 returning the endoscope for repair." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope was found with a crack at the distal end. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the jet channel had a foreign object. The foreign objects remained in the channel, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the jet channel noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: grip had a scratch. Forceps channel port had a scratch; suction cylinder and the air/water cylinder had discoloration; switch box had a scratch; switch 1 had a scratch; scope cover had a scratch; control unit had a scratch; due to a crack on the scope connector case unit, water tightness was lost; plug unit had corrosion due to water leakage; circuit board unit in scope connector had corrosion due to water leakage; label on scope connector was damaged; due to burn on plastic distal end cover, the insulation resistance value at distal end did not meet the standard value; objective lens had a crack; light guide lens had a crack; connecting tube had buckling; and the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.